Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 24mm x 2.50mm, concentric target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.50x24mm promus element ¿ drug-eluting stent was implanted to treat the lesion. A balloon catheter was then advanced for post-dilation; however, it was noted that the proximal edge of the stent was deformed. Subsequently, another stent was deployed to cover the previously implanted stent and the procedure was completed. No patient complications were reported and the patient's status was stable.